Event description:
Reporter stated that the customer received the following results on 2 different meters within 10 minutes: 243 mg/dl (performa system 1) and 105 mg/dl (performa system 2). No adverse event due to the device reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect product used in system 1. (B)(4).